Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal remained in the device, although the four procedures were followed. A new device was brought out and the op was completed with no problems. There were no procedural delays. No impact to the patient.

Manufacturer narrative:
Trackwise# (B)(4). The device was returned to the factory for evaluation on 07/12/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed in the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. There were no visual defects observed on the intact seal. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. Upon removing the seal and tension spring assembly blue string became removed from the seal. The seal was observed to be intact with no physical or visual defects observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. Specific actions for the analyzed mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000352329 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a.